Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the error in the error log. Fse attempted to prime the instrument and observed error 706. Fse flushed the instrument and replaced the large syringe tip due to a worn tip. Fse flushed the instrument but the instrument was contaminated. Fse replaced the seal rotor for the rotary valve and the sample loop due to a partial blockage. The rheodyne valve with plate (injection valve) was replaced due to contamination. Fse then primed the fluids and ran precision. Fse ran calibrations and quality controls (qc) without any issues. Fse recommended that the customer discontinue using the tosoh sample racks due to normal wear and tear which most likely caused the bent sample needle. The g8 instrument was functioning as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-sept-2017 through aware date (B)(4) 2018. There were two (2) other complaint identified, including this complaint, during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the bent sample needle was worn sample racks. The most probable cause of the l-syringe error was due to contamination of the instrument.

Event description:
The customer reported that the needle pierced the side of the sample tube and bent with the g8 instrument. The customer changed the sample needle and error 706 syringe-l occurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation: the rheodyne valve was returned to the instrument service center for evaluation. Upon visual examination, there was no shipping damage noted. Functional testing was performed on the component and it performed as intended. The valve cycled normally and the instrument was able to maintain normal pressure. The reported event could not be duplicated. Evaluation codes: results: 213 no device problem found. The most probable cause of the reported event could not be determined. The rheodyne valve performed as intended.